Event description:
The customer reported that the battery will not hold a charge. There was no reported patient involvement.

Manufacturer narrative:
One xl solid lithium acid battery was returned for failure analysis. The reported problem was duplicated during lab tests. Battery capacity test results indicated that the battery performance has significantly degraded. The duration of service and the customer use model supports that the expected life of the battery has been exceeded; the reported failure does not indicate non-conformity to specification.